Event description:
It was reported that an ilet user experienced rapid battery depletion for approximately two weeks, with the device lasting 1 to 1.5 days after a full charge despite proper charging technique, and a replacement device was arranged. Customer care provided assistance that included device replacement with return logistics communicated. Investigation of this case revealed a suspected device battery performance issue consistent with diminished run time. No reported adverse clinical effects reported. Outcomes included no impact to health and no medical intervention or hospitalization. It was concluded that the device exhibited a battery-related malfunction, and replacement was provided while the user continued therapy with the existing device until receipt of the replacement.

Manufacturer narrative:
The device had no abnormal wear or damage to exterior front or back. The device was fully charged on a charging pad and then set aside to monitor battery depletion. Within one hour, the battery level dropped by 4%, indicating a rapid discharge and successfully replicating the reported issue. Engineering logs were downloaded and reviewed, confirming the abnormal depletion rate. The battery will be replaced during refurbishment. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.